Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during slitting the adjustable slitter came off the right ventricular (rv) his bundle lead and after it was replaced the lead was bent. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analyst noted the splitter and delivery catheter were not returned. If information is provided in the future, a supplemental report will be issued.